Event description:
Heathcare professional reported a v-shape "crack" was found on the right-coronary cusp (inflow side) during the implant procedure, after the valve was detached from the holder. Surgeon decided to abandon the valve. No pt complication was reported.